Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who spoke with their manufacture representative (rep). The patient further said "the rep and doctor never heard about anyone having this shocking type pain, and the doctor said he doesn't understand that and everyone is baffled that I have this severe pain". They further said the pain went away a week later and doesn't know why that happened; the pain and shocking issue have been resolved. The call center suggested speaking with the healthcare provider (hcp) about this further if they want. Patient also asked what program they should be on. They then said the pain/shocking event is "in the past" and they haven't had this for "close to 2 months now". During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on. They were redirected to their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was getting shocking attacks. Patient was sitting in their car at a store last saturday and they got a very painful jab. Once the patient stood up the pain went away. There were no known external/environmental factors that may have led or contributed to the issue. Impendence testing was done any everything was normal. The rep changed the programs on patient¿s controller from program 3 to program 4. Patient could duplicate the issue in the office. Patient turned off their device per physician and still was shocked last night. It was noted the patient¿s medical history included type 2 diabetes. On (B)(6) 2018 the patient states he has pain at the ins site almost like a hot iron sensation. Patient states the rep checked the implant, the implant is off, but he is still getting shocked. Patient states this occurs when sitting down, usually in the car or sitting watching tv, and when the patient gets up the pain shoots like a knife in the hip, states the pain level from this is about a 5. Patient states when gets out of the car the pain shoots up, and once they stand up pain goes away. The patient also reports that their frequency has not changed as much since surgery. The patient changes programs at night time on a daily basis. Patient states program 2 gave him a hard time and had to change to 3 after a few hours. Patient was shocked twice in a 24 hour period which was good since it does it more than that. Patient states this am he figured out device was not even turned on and still shocked patient twice. Patient states he gets a shock from all 4 programs even when the device is turned off. The patient was advised to follow up with their doctor. No further complications were reported at this time.